Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the anchor of the silent nite sleep appliance broke off. The patient started using the appliance on (B)(6) 2021 and reported the incident on (B)(6)2024 when waking up in the morning and removing the sleep appliance, noticed that the button of the device was missing and had swallowed the piece. Patient discontinued using the appliance, no adverse consequence was reported. It was reported that prior to delivering the appliance to the patient, it was cleaned with water and that the patient maintained the appliance cleaning it with water and mouthwash.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. The root cause could not be determined. A potential root cause is due to an incomplete curing which could have caused the anchor to break off. Manufacturer reference: (B)(4).